Event description:
The lay user / patient contacted lfs alleging inaccurate high readings on his one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter for the patient to contact mss to get additional medical information. In 2009, the patient tested his blood glucose and obtained a 348 mg/dl. The patient did not exhibit any symptoms at the time of testing. Approximately 20-40 minutes later the patient exhibited symptoms of cold sweats, feeling disoriented and almost passed out. The patient then ate some more food and or drink and did not seek any further medical attention. The patient also did not contact his physician for assistance. The patient did not test on another device. The technique of applying blood on the test strip was correct. The patient had been cleaning the puncture area correctly. No further clinical information was provided. It would have been helpful to know previous readings the patient obtained the day of the incident and the day before, a normal reading for the patient, how soon after eating the patient felt better and the patient's diabetes regimen. Products were replaced. The complaint is being reported since the patient alleged that due to the elevated reading he felt as if he was going to pass out and had to self-treat with food to fell better.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.